Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged the day following implant procedure. The patient was scheduled for a revision, however, this lead was eventually removed since it would not stay in the target vessel. This lead was successfully replaced and will be returned for analysis. Several attempts were made to obtain additional information but were unsuccessful. All available information indicates that this lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed on the lead. There was nothing visually wrong with the lead that would cause dislodgment.